Event description:
The customer reported that they no longer hear the audio tones from the pump. Troubleshooting was performed. The audible tone could not be heard. Devie was not dropped, bumped, or exposed to moisture.